Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported deflation. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional information was received and explant status was updated to date known. "Device evaluation: analysis of the returned device identified: delamination valve and creases flat leak test and microscopic analysis was performed which identified: delamination partial of the valve and striated opening on posterior. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. A delamination partial of the valve (adhesive failure).

Event description:
The device has been explanted.